Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat an unknown lesion with a 3.00x20mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion. Upon removal from the patient, it was noted "the stent strut lifted up". The procedure was completed with a different device. There were no reported patient complications. The patient's status is listed as "good".